Manufacturer narrative:
Patient age and weight were not made available from the site, per clinical engineering representative. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative was informed that patient archives are no longer available to be submitted for analysis. A medtronic representative, following-up at the site, made recommendations to two physicians regarding proper registration process and watched them perform a patient registration in a procedure. Additionally, spoke with the site neuro coordinator and explained where the patient's nose was missed in the reported event. Software engineering analysis found the symptom suggests that the tip of the verified instrument passed through the 'back' button space above the 'back' button. If the current probe is not verified, the previous probe is still considered current, and it's virtual tip passing through this volume will cause a 'back' event. The solution is to be very careful to verify tools whenever they're attached to the tool tracker.

Event description:
A site biomed representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system unexpectedly moved from the navigation screen to the registration screen, after 25 minutes of being on the navigation page. The surgeon was using synergy ent application. Registration was lost on the exam and the patient required re-registration. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.